Manufacturer narrative:
The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced foreign material present in device. This information was received from a single source. The malfunction reported no patient involvement. The patient¿s age, weight, and sex were not reported.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ecp0110gv biopsy instrument allegedly experienced foreign material present in device. This information was received from a single source. The malfunction reported no patient involvement. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
For the reported event, lot number was not provided. The sample was returned for evaluation. Foreign material was present on the aperture was identified for the device. A root cause has not been determined. The device was labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.